Event description:
It was reported that during a recent review of device longevity from (B)(6) 2021, a potential decrease in the longevity estimation was observed, compared to the longevity estimation seen in (B)(6) 2021, and that the device may have potentially reached elective replacement indicator (eri) level. It was reported the patient was deceased in (B)(6) 2021. The cause of death is currently unknown and there is no information indicating this potential longevity discrepancy caused or contributed to the passing of the patient. Further information was requested but is not yet available.